Event description:
It was reported by the patient that he underwent a hernia repair done in (B)(6) 2012 and mesh was used. One week post operatively, the patient experienced a rash and red welts. The patient reported that the rash extends to the entire body and was treated with steroids without relief. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. It was reported by the patient that he underwent an open left sided inguinal hernia repair on (B)(6) 2012 and mesh was used. On (B)(6) 2012, the patient experienced a rash and red welts. The patient reported that the rash appears in different locations on each outbreak. It has appeared on abdomen, thighs, and upper body on both sides. He has also experienced swelling in his face, tongue, thumbs, and fingers. He was treated with a steroid cream and has seen an allergist. At present time the allergist cannot determine what is causing the outbreaks. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.